Event description:
A pt reported experiencing inaccurate high results with a surestep meter. The pt's blood glucose results were 7.2 mmol/l versus 5.5 mmol/l meter to lab. Tests were done within 10 mins with a difference of 1.7 mmol/l. Pt did not experience any adverse events. No further info has been reported.